Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/02/2025, a sales representative reported via email that the blue flag with the nitinol wire on an ar-1588r-ib acl repair tightrope had broken. Another ar-1588r-ib acl repair tightrope was opened to complete the case. This was discovered during an acl repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 10/10/2025: the issue occurred during use when the blue flag with the nitinol wire broke while passing the suture through it. No fragments were left in the patient. The surgery experienced a brief delay of a few minutes.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.